Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display a fluoroscopic image. This resulted in temporary loss of imaging functionality. There is no report of injury or death associated with this event.